Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that lead damage was observed due to lead fracture and high impedance issue. Programming changes were attempted however unsuccessful. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The reported lead fracture was not confirmed. The lead was returned complete and undamaged. It passed conductivity and stress testing on all channels. No physical or functional anomaly was observed that would contribute to the reported issues. The returned lead displayed normal device characteristics.

Event description:
New information received states that the lead was explanted, and a new lead was implanted. There were no complications during the procedure.